Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the tape on the outer packaging adheres to the inner sterile packaging, causing damage to the sterile packaging when pulled out. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. D4: batch # 700d06. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one cdh29a device was returned with no apparent damage along with its opened packaging. The tyvek was received totally separated from the blister, however, upon visual inspection, the seal area was noted complete with any issues or damages related to integrity. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no damage was noted on the package. Device history review a manufacturing record evaluation was performed for the finished device batch number of 700d06 / 50cdh29a , and no non-conformances were identified.